Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. Attempted reprogramming and activating the sensor, the sensor did not activate successfully. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation has also been performed on the returned sensor and no issues were observed. The battery voltage was measured to be out of specification range.replaced the retunred battery with a new unused battery and the sensor was re-programmed for a sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, this issue is confirmed to be a low/dead battery. In addition the device history reviews for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer was given "gluco tablets, a toast, and a sugar drink" as treatment from a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer was given "gluco tablets, a toast, and a sugar drink" as treatment from a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.